Manufacturer narrative:
Name: medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in saudi arabia. It was reported that the patient faced event on (B)(6) 2026, where product was not adhering since tape was not sticking on same day of insertion.